Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the time was lapsing. The customer¿s blood glucose level was unknown. Customer also reported that a piece of plastic chip was off from the reservoir and loud grinding noise. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and rewind test. No unexpected rewind anomalies noted. No unexpected time or clock anomalies noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).